Event description:
It was reported that the user¿s ilet operating in bg run mode reached the end of the allowable period, and because the user did not have another cgm connected, the system could not continue automated dosing; the user became upset during the explanation and terminated the calls. Symptoms included no adverse clinical effects. Outcomes included interruption of automated insulin dosing without transition to an alternative therapy. Investigation included review of call records and product use history to verify bg run mode expiration and the requirement to connect a compatible cgm to resume dosing. Investigation of this case revealed expected device behavior with no malfunction, consistent with intended design safeguards that stop automated dosing when cgm data are unavailable. It was concluded, based on previously established findings for similar reports, that the cause was user decision or circumstance resulting in operation without a cgm, with the device performing as designed.